Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements greater than 2500 ohms on the left ventricular (lv) channel. Additionally, all vectors produced high threshold measurements. The lv lead was programmed off and the patient will be monitored. No adverse patient effects were reported.